Event description:
Patient developed an extra oral wound dehiscence that developed into an intraoral wound dehiscence. Doctor removed the right mandibular implant to allow the tissue time to heal, then plans to reimplant it. The fossa implant remains in place.